Event description:
During a remote follow up, episodes of post paced t wave oversensing and pacemaker mediated tachycardia were observed on the device. Technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.